Manufacturer narrative:
Add'l info: bone screw. Add'l info: lot number- 433895.

Event description:
Info received on (B)(4) 2006 indicates that on (B)(6) 2006, lot # 430711 (inserter) and (screws); lot #433895 (sling) were removed due to infection.